Event description:
It was reported that upon positioning an embolization coil within a vessel, the coil was in the wrong position. Attempts were made to reposition to desired position unsuccessfully. The coil prematurely detached and remained in the artery. A snare lasso was used to retrieved the coil successfully. No harm or injury was reported. Patient information: patient identifier, age, sex, and weight are not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the coil detached from the delivery pusher. The deliver pusher was not returned for evaluation. The coil is stretched at the proximal end. The implant gel appears partially swollen. No evidence of swelling is present at the mid or distal portions of the implant patient. The root cause of this complaint cannot be determined. It is not known if the stretched portion occurred due to resistance during the repositioning or as a result of snaring. The catheter used with this device was not returned for evaluation. We cannot determine if this was a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.